Manufacturer narrative:
(B)(4). Date sent: 10/3/2025. D4 batch #: g9je9r. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. No functional testing could be done due to the condition of the returned device. As the instrument was recognized by the gen11, the reported event of "communications issues" could not be confirmed. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, with 33 procedures left, it doesn't recognize any har shears. No function. No patient involvement.